Manufacturer narrative:
Method of evaluation - review of information reported; review of the device history records; query of lifecell complaint system for any other complaints reported to lifecell against complaint related lot s11274. Results of evaluation: review of device history records for complaint related lot s11274 resulted in no remarkable findings, with no nonconformities or deviations related to the nature of this complaint. Lot s11274 did meet qc release criteria for the finished product. Query of lifecell complaint system did not return any other complaints reported to lifcell against complaint related lot s11274. As of (B)(4) 2013, (B)(4) sublots were available for distribution, (B)(4) devices were distributed from lot s11274, (B)(4) devices reported as implanted. Conclusion: based on the information provided and our internal investigation into lot s11274, it was determined this event is unlikely related to the lifecell device. Other factors, including technique, contributed to the surgeons inability to get optimal overlap and correct tension during implantation, as revealed in the follow up with the surgeon. The device met qc release criteria.

Event description:
It was reported on (B)(4) 2013, this patient underwent a laparoscopic incisional hernia repair of her kidney transplant incision with a lifecell device. Postoperatively, the patient had a CT scan which revealed that a piece of small intestine had become incarcerated in the area of the previously placed mesh back at the original hernia site. Patient was returned to the or. In an area of the posterior surface of the mesh, the tacks had become dislodged from the peritoneal surface, and the small bowel had crept under and between the mesh. The peritoneal surface and become incarcerated. Several additional tacks were removed to reduce the areas of small bowel which had become incarcerated. This area of small bowel was pink and appeared viable. No evidence of leakage. Follow up with the surgeon revealed there were no tears of the mesh. Minimum overlap of the adjacent abdominal wall (at least 4cm) was made difficult by the presence of a transplanted kidney in the iliac fossa.